Event description:
Meter was prompting an error 2 message. Prior to the patient obtaining the error 2 message, the patient obtained a result of 190mg/dl. This was compared to their normal readings which is an invalid comparision. The patient phoned their medical professional for advice and was advised to increase their medication dosage. The issue with the meter was not resolved. The test strips were in good condition, codes matched, and the technique for applying blood to the test strip and for cleaning the puncture site was correct. Based on the information provided, there is evidence of meter malfunction, however, there is no evidence of the patient suffering a serious injury. The meter has been replaced for the patient.